Event description:
It was reported that this right ventricular lead was unable to be implanted due to lead body damage. Physician was having difficulties to advance the stylet. Lead was replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was unable to be implanted due to lead body damage. Physician was having difficulties to advance the stylet. Lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead body damage allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The mention of stylet insertion difficulty was not confirmed based on a passing stylet insertion test. A bent stylet was returned in the lead. The difficult to position allegation was not confirmed analysis found no evidence to verify placement difficulty.